Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that during implantable neurostimulator (ins) replacement in 2017 the healthcare professional (hcp) found that the right side lead was broken and not providing therapeutic effect. As the patient had the lead implanted for more than three years and considering the patient's physical condition no replacement of the lead was taken by the hcp for fear it may cause bleeding in the brain. Currently the left side lead plays a therapeutic role with the patient stating that the treatment effect is currently not good. The cause of the issue is unknown. No further complications are anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.